Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify but not to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A definitive root cause could not be determined. Possible contributory root cause provided by the technician was the age of the batteries and low state of charge, and an improper seating of battery two in the battery well.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power after pressing charging button during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power after pressing charging button during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.